Event description:
A report was received that the patient had developed an infection at the pocket and midline incision sites. Symptoms include redness and increased white blood count. The physician believed that the infection was related to patient's previous revision procedure. The patient underwent an explant procedure and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) / 527998, description: linear st lead, 70cm model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm model #: sc-4301 lot #: 15006577, description: 1cm split suture sleeve the explanted devices were not returned to bsn as they were discarded by the medical facility.